Event description:
Three pts had colon resections in which the anastomosis was closed with the stapler. The pts were subsequently found to have breakdown of the anastomic site ranging from a punctate leak to complete separation. Cause of death was pneumonia.